Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 411 mg/dl, 114 mg/dl, and 95 mg/dl. Customer had symptoms of hyperglycemia (high temperature, sweatiness) at the time of the readings and drank water. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.